Manufacturer narrative:
Product analysis: analysis was able to confirm the external pulse generator (epg) displayed an error code; the black battery wire was pinched with com promised wire insulation. Analysis also noted that the keypad was scratched. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error message. The epg was returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.